Manufacturer narrative:
It was reported on 04/14 that the velcro detached from the drape. An approved alternative drape clamp was then applied; however, the drape slipped through the clamp. Upon attempting to re-secure the drape, the material tore and the drape broke apart, resulting in loss of securement of the suction tubing. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on 04/14 that the velcro detached from the drape. An approved alternative drape clamp was then applied; however, the drape slipped through the clamp. Upon attempting to re-secure the drape, the material tore and the drape broke apart, resulting in loss of securement of the suction tubing.